Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned

Event description:
It was reported that during the implant procedure several lead locations were tried, but measurements were always bad. During handling, the lead suddenly took a position from where it seemed impossible to move it. After several tries the physician was able to move it, find a good place and to connect to the ICD. An induction test was performed with a failure at 20j and success and 35j. After the test noise causing oversensing was seen. The lead was not implanted. No patient complications have been reported as a result of this event.